Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin rash with urticaria and itching on her entire body. It started on her entire body rather than starting at one specific location, and she stated that she was not sure if the reaction was caused by the sensor patch or something else. On (B)(6) 2022, the patient was prescribed cortisone 20 mg twice a day (morning and evening). At the time of follow up contact on (B)(6) 2022, she stated that she still had the skin reaction on her entire body. No additional patient or event information is available.